Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the armada 18 instruction for use states: the armada 18 is indicated to dilate stenosis in femoral, popliteal, infra-popliteal, tibial, peroneal, and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. In addition, the device is also indicated for post-dilatation of balloon expandable and self-expanding stents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the procedure was to treat a lesion in the biliary duct. A 6x40mm armada 18 percutaneous transluminal angioplasty (pta) over the wire (otw) balloon catheter was advanced toward the target lesion. During the procedure the physician was unable to see the radiopaque markers while using fluoroscopy. The device was removed and an armada 35 was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.